Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during this procedure, the navistar catheter was connected and ablation was started with 30w. Noise occurred on the lab when the power was changed to 35w during ablation after lat map was created. The noise occurred on both the body surface (bs) ECG¿s and intracardiac (ic) signals. The noise that occurred on the carto 3 system was on the navistar catheter. Changing the hyper cable and the ablation cable did not improve the situation. The noise disappeared when the patches were attached at a different location. The procedure was successfully completed without any patient consequence. Upon request, the bwi field representative provided additional information on the event. The noise occurred on all channels, including the body surface (bs) ECG¿s and intracardiac (ic) recordings on both the carto 3 system and the ep recording system at the same time. The physician was not able to interpret any of the signals with the presence of the noise. The noise occurred during ablation and when the output power was changed to 35w. The system was tested. It passed atp, functional test and electrical safety test. The problem wasn't duplicated. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported during this procedure, the navistar catheter was connected and ablation was started with 30w. Noise occurred on the lab when the power was changed to 35w during ablation after lat map was created. The noise occurred on both the body surface (bs) ECG¿s and intracardiac (ic) signals. The noise that occurred on the carto 3 system was on the navistar catheter. Changing the hyper cable and the ablation cable did not improve the situation. The noise disappeared when the patches were attached at a different location. The procedure was successfully completed without any patient consequence. Upon request, the bwi field representative provided additional information on the event on (B)(6) 2013. The noise occurred on all channels, including the body surface (bs) ECG¿s and intracardiac (ic) recordings on both the carto 3 system and the ep recording system at the same time. The physician was not able to interpret any of the signals with the presence of the noise. The noise occurred during ablation and when the output power was changed to 35w. Per the severity of the noise and that the noise issue occurred on all channels, including the body surface (bs) ECG¿s and intracardiac (ic) recordings on both the carto 3 system and the ep recording system at the same time is indicative of a reportable event, thus marking the alert date as (B)(6) 2013.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).